Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was unknown. It was reported that they had power error detected recurred within a week of troubleshooting of the previous occurrence. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to a connector resistance issue.